Event description:
It was reported that this electrode dislodged and moved. Subsequently, the physician elected to explant this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) and replace them with a new s-ICD system. The 2-insicion technique was used with the previous electrode and the physician used the 3-insicion technique with the newly implanted electrode. Defibrillation threshold (dft) testing was successful. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode dislodged and moved. Subsequently, the physician elected to explant this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) and replace them with a new s-ICD system. The 2-insicion technique was used with the previous electrode and the physician used the 3-insicion technique with the newly implanted electrode. Defibrillation threshold (dft) testing was successful. No additional adverse patient effects were reported. Additional information was received indicating chest imaging revealed the moved electrode when it was discovered, taken during a regular outpatient visit. The s-ICD device was also replaced during the procedure to replace the electrode to reduce the risk of infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted cracks in the area of the proximal sense b contact. The cracks extended into the insulation.

Event description:
It was reported that this electrode dislodged and moved. Subsequently, the physician elected to explant this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) and replace them with a new s-ICD system. The 2-insicion technique was used with the previous electrode and the physician used the 3-insicion technique with the newly implanted electrode. Defibrillation threshold (dft) testing was successful. No additional adverse patient effects were reported. Additional information was received indicating chest imaging revealed the moved electrode when it was discovered, taken during a regular outpatient visit. The s-ICD device was also replaced during the procedure to replace the electrode to reduce the risk of infection. No additional adverse patient effects were reported.